Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the hospital with a pocket infection. The ICD was explanted and a temporary pacemaker was placed until a new ICD is implanted. An ICD replacement is anticipated within the next few weeks. The patient was stable.